Manufacturer narrative:
(B)(6). Results: six customer tube samples were received for evaluation. Four tubes were received without unit tube labels, one tube sample was received with a black particulate inside the tube, and one tube sample was received with no observed defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5139756. Conclusion: this complaint is confirmed for missing unit labels and fm inside a tube. Continuous improvement activities are ongoing with regards to foreign matter in tubes with a blitz held 2q 2017. Missing labels appear to be an isolated incident and not representative of the overall batch quality. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd vacutainer® serum blood collection tube had tubes without label and a black colored foreign material in one tube. No injury or medical intervention reported.